Event description:
A malfunction was reported with the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump to be sent. The customer will use multiple daily injections as a backup therapy to ensure uninterrupted insulin.